Manufacturer narrative:
The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was unable to be replicated. They inspected all cables, connection and lead wires. There were no reported issues. They attached the device to a patient analyzer and was able to obtain a 12 lead reading. The asp was able to run an operational check successfully. Based on the conclusion of the evaluation, it was determined that there were no errors. The operational check ran successfully and the asp was unable to replicate the reported issue. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device monitor does not consently obtain 12 lead. It not shows cables connected. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.